Manufacturer narrative:
Device analysis: one smiths medical cadd administration set was returned for analysis. Visual inspection was performed under normal conditions of illumination and delamination was found in one join of the filter with the tube. During analysis, leak testing was performed using hydrostat vessel to look for unusual functions. A leak was observed fleeing from the air vent of the filter in the sample. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Device is in decontamination site awaiting return to investigation site. No serial number has been identified as of yet, so therefore no expiration available in report.

Event description:
Information received that a smiths medical cadd® administration sets with air-eliminating filter, was dripping unknown medication during operating room procedures. Occurence noted three times by medical doctor and nurse. No patient adverse events reported.